Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that 2 nearport catheters broke along the extension tubing, one in each of 2 patients. Verbatim: complaint via email. Email(s) attached it was reported to me today that 2 nearport catheters broke along the extension tubing, one in each of 2 patients. The manager, xxx has the products. The educator, xxx reported this to me.